Event description:
It was reported that the patient was placed in a posey bed canopy and the zippers separated and the patient rolled out of the bed. There was no patient injury. This patient rolled around a lot. More information has been requested but none received. If more information is received, a supplemental medwatch report will be sent.

Manufacturer narrative:
No consequences or impact to patient. (Other) - zipper pulled apart.